Event description:
Product analysis summary: no anomalies were detected during external visual inspection of the generator. Bench testing confirmed the unit would not interrogate. Visual inspection of the module and battery revealed a portion of what appeared to be bristle or brush fiber. The fragment measures 3mm in length and is non-conductive. No other anomalies or contamination were observed. The battery voltage measured 1.647 volt in circuit. This voltage is below the 2.2 volt low battery operation indicated for the generator per electrical test specification. The battery was removed and a power supply (adjusted to 2.2 volts) was inserted into the circuit. The serial number was restored and the module interrogated and programmed properly. The device programming history was reviewed. A number of possible errors and/or conflicts preventing an accurate longevity prediction were noted in the data. Three "most likely" predictions were calculated using parameters that indicated long-term settings. The settings were calculated for the total implant time. In each case, the actual implant time exceeds the predicted longevity. The caged module met electrical test specifications. The reported increase in seizures was likely due to generator end of service.

Event description:
Vns pt experienced an increase in seizure activity above pre-vns frequency. The pt recently experienced 3 seizures in one day and nothing pt's family member did would stop the seizures. The pt is reportedly scheduled for generator replacement surgery due to approching end of service. The pt was hospitalized five days later due to elevated temperature (103 degrees), at which time it was reported that their tegretol level was high. Tegretol was discontinued during their hosp stay. The reason for the fever is unk. The reason for elevated tegretol level is presumed to be the combination of tegretol and carbamazepine ER. The pt is scheduled for generator replacement. Review of mfg records for both the pulse generator and bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to confirm the cause of the reported increase in seizure activity.